Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system and a vitros 350 chemistry system. The assignable cause of this event was instrument related most likely due to incubator contamination. Results of precision testing demonstrated that the vitros 5600 and 350 systems were not operating as expected at the time of the event. Following service actions, acceptable vitros amon performance is expected. Investigation of each system is ongoing.

Event description:
The customer complained that higher and lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system and a vitros 350 chemistry system. (B)(6) biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient sample results were in question over the time frame of the event. However, the investigation cannot conclude that patient sample results were not effected or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).